Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device has the spring tip broken, kinked and stretched (the spring tip end was not returned), also it has the body kinked. The overall length and the outer diameter of the distal tip could not be measured due to the condition that the spring tip was broken. All the other outer diameters are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 23may2016. It was reported that a rotawire kink occurred. A 330cm rotawire¿ was selected for use. During preparation, it was noted that the wire kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the spring tip was broken.